Event description:
It was reported that a patient presented with an unspecified malfunction noted on the lead. The lead was capped. No adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5151588.

Manufacturer narrative:
Correction: d4: unknown serial number identifier added to initial report in error and should not have been included.